Event description:
It has been reported that during a thyroid procedure the blade tip broke off. The blade didn't fall in the patient. An other like device was used to finish the procedure. No patient consequence were reported

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(6).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition the device was received with the 4-40 stud from the handpiece broken off inside the instrument at the blade mount area. Functional testing could not be performed as the 4-40 stud from the handpiece prevented the device from being attached to a test handpiece for testing. Possible causes that may have contributed to the 4-40 stud breaking off of the handpiece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.